Event description:
We received an allegation of discrepant results for 1 patient tested for elecsys t4 (t4) on a cobas e 801 analytical unit. The customer noted that qc results were out of the acceptable range and repeated patient samples. The initial results had been reported outside of the laboratory. The initial result was 15.2 ug/dl. The repeat result was 11.2 ug/dl.

Manufacturer narrative:
The t4 reagent lot number and expiration date were not provided.

Manufacturer narrative:
Qc was within range the day before the event and out of the acceptable range on the day of the event. The field service engineer (fse) found the issue was due to an obstruction in the sipper flow path of a measuring cell. The fse cleaned the sipper nozzle and tubing and performed a probe wash. The fse performed an instrument check and a 21-cup precision using qc material. The service actions resolved the issue.